Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 100% stenosed target lesion located in the severely calcified and severely tortuous mid left anterior descending artery. Pre-dilation was performed but "the lesion did not dilate as expected due to severe calcification". A 3.0x8.0mm promus element stent was advanced for treatment but could not cross the lesion. Upon removal, stent damage was noted. The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.device is combination product.device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.(B)(4).